Manufacturer narrative:
(B)(4). The device was discarded by the customer. Therefore, no product analysis has been performed. This device is used for therapeutic purposes.

Event description:
It was reported that during a neck dissection, the device appeared to function during the procedure, but was intermittent. There was no conduction feedback provided by the stimulator. The customer used a replacement device and the procedure was completed with no further issues. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.